Event description:
Reportedly, on (B)(6) 2025, egc pages are empty on the pdf.

Manufacturer narrative:
Investigation of the returned log and files is still ongoing, results are not available yet.

Manufacturer narrative:
Review of the provided files confirmed the reported event. The printed pdf has empty pages. Analysis of the log shows that, after launching the printing, the selected ECG trace was changed. Therefore, by design the printing print what is displayed, and in this case nothing is displayed. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 31-january-2025, egc pages are empty on the pdf.